Manufacturer narrative:
(B)(4). The dentist installed the dental implant after its expiration date.

Event description:
(B)(6) ¿ the dentist reported that 1 month and 18 days after the dental implant was installed in intraoral region 23#, its non- osseointegration was observed. Moreover, the patient presented bone type iii.